Event description:
The reporter indicated that a 12.6mm vich12.6 implantable collamer lens of a -10.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed. Reportedly, "surgeon iop is good. No abnormality." Cause of the event is a patient-related-factor with the device not performing as intended.

Manufacturer narrative:
H6: patient-related-factor, claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: diopter should be +10.0. Claim# (B)(4).